Manufacturer narrative:
Forceps received in inner and outer blister without cover foil. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. All product and batch history records are quality reviewed prior to product release. The received sample was visually inspected with the aid of a photomicroscope with various magnifications. After cleaning, it was found that the tube is loose and block the forceps from activating. The customer¿s complaint was confirmed. Root cause was unable to verify. Why the tube was loose and blocked the forceps from activating could not be determined. This device passed the 100% control and was conform when leaving the production. Due to the missing lot number it is not possible to identify if this device was manufactured prior or after the improvement of bonding process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery the tip of ophthalmic surgical forceps was not opening. The procedure was completed with another forceps. There was no patient harm.